Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: rv-lead. Low amplitude/poor morphology. No patient adverse effects. Consult call for pre-surgical device check. R waves < 3 noted.